Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt's infusion nurse reports pt's pump (serial number and expiration date: unknown) keeps beeping despite changing battery and rebooting pump. Defective device is on hand for return. Rph (registered pharmacist) advised nurse to complete remainder of infusion via gravity. No adverse events reported due to defective device. Pharmacy to replace device. Box being dispensed for the return of device associated with return. Availability for investigation is dependent of return by pt. No further information reported. Health professional.